Manufacturer narrative:
It was reported that a revision surgery was performed due to pain and stiffness. A ball of scar tissue was found and removed. The affected journey ii inserts, used in treatment, were returned. A lab analysis conducted during this investigation noted that examination showed signs of wear, deformation, and discoloration of the tibial insert. The wear found on the articulating surfaces of the tibial inserts are likely due to contact with the femoral component. The deformation found on the insert could have likely been caused by the explantation of the insert. The discoloration is likely due to the absorption of biological fluids. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. Our clinical analysis noted that per office records, this patient has a history of struggled with range of motion. According to the revision report, all components were well fixed. The surgeon removed ¿a large ball¿ of scar tissue located of the right knee and the insert was changed to a smaller size. We cannot rule out, as probable causes, the buildup of scar tissue and the patient¿s history of struggling with range of motion as contributing factors to the reported pain and stiffness as well as the surgeon¿s decision to replace the insert with a smaller size. Based on the change, the selection of the original insert thickness could have been a factor as well. No further investigation warranted for this complaint. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a revision surgery was performed due to pain and stiffness. A ball of scar tissue was found and removed. Insert removed.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain and stiffness. A ball of scar tissue was found and removed. The affected journey ii inserts, used in treatment, were returned. A lab analysis conducted during this investigation noted that examination showed signs of wear, deformation, and discoloration of the tibial insert. The wear found on the articulating surfaces of the tibial inserts are likely due to contact with the femoral component. The deformation found on the insert could have likely been caused by the explantation of the insert. The discoloration is likely due to the absorption of biological fluids. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. Our clinical analysis noted that per office records, this patient has a history of struggled with range of motion. According to the revision report, all components were well fixed. The surgeon removed ¿a large ball¿ of scar tissue located of the right knee and the insert was changed to a smaller size. We cannot rule out, as probable causes, the buildup of scar tissue and the patient¿s history of struggling with range of motion as contributing factors to the reported pain and stiffness as well as the surgeon¿s decision to replace the insert with a smaller size. Based on the change, the selection of the original insert thickness could have been a factor as well. No further investigation warranted for this complaint. Based on this investigation, the need for corrective action is not indicated.